Event description:
It was reported the balloon could not be deflated during procedure. After several manipulations with the guidewire, the balloon deflates and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The catheter has been evaluated and a pinhole was found at the distal tip of the catheter. (B)(4).